Manufacturer narrative:
Device evaluated by manufacturer: an insertion tool was received for analysis. The unit was visually inspected and the insertion tool was confirmed as a good unit which met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).

Event description:
Determined to be reportable based on additional information received on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure insertion difficulties occurred. The target lesion details are unknown. The physician was unable to insert a non bsc guide wire through the insertion tool included with the advantage balloon catheter inflation device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. (B)(4).

Event description:
Determined to be reportable based on additional information received on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure insertion difficulties occurred. The target lesion details are unknown. The physician was unable to insert a non bsc guide wire through the insertion tool included with the advantage balloon catheter inflation device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.